Manufacturer narrative:
The issue related to the right ventricular lead was reported in mw5183401.

Event description:
The voluntary medwatch report stated that the right atrial lead had exhibited a high capture threshold. The patient¿s condition was unknown.